Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician contacted the local field representative regarding a subcutaneous implantable cardioverter defibrillator (s-ICD), exteriorization risk. Device exteriorization was noted on the left lateral side at which time the physician elected to surgically intervene and reposition the device deeper into the pocket. The patient was administered antibiotics and is being followed weekly to ensure proper healing. It was additionally reported that the patient exhibits multiple skin issues and is generally fragile and under regular hemodialysis. Subsequently, the device was explanted due to ongoing issues. No replacement information was provided and no return of product expected.